Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit ((B)(6)) was confirmed via analysis of the submitted log files. The submitted event log file (B)(4) contained approximately 4 days of data ((B)(6) 2020 per the timestamp). The log file captured multiple no external power alarms on (B)(6) 2020 between 17:53:50 and 17:54:00 due to a loss of external power while connected to the mpu. The no external power alarms resolved when external power to the mpu was restored. The system controller backup battery supported the system without any issues during the loss of external power. No other notable alarms related to mpu operation were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The (B)(6) was not returned for analysis. As a result, the exact cause of the no external power event could not be conclusively determined in this analysis. Multiple good faith efforts were sent asking: if there were any equipment exchanges/return, if the mpu operational currently, if the power cord came loose at the wall/outlet or the back of the unit and/or any environmental circumstances that would have affected a/c power. No response was given. To date, the mobile power unit (B)(6) associated with the event was unavailable and the complaint file will be closed with no further actions. If the product is returned at a later time, the complaint will be re-opened. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 30sep2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's log file contained multiple no external power alarms while connected to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted.